Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: pump. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump. The concentration, dose and lot number were unknown. The patient's medical history and concomitant medications were unknown. The pump's indication for use (IFU) was listed as intractable spasticity and head/brain injury. The consumer reported the patient had an accident prior to the pump implant or therapy (B)(6) 2008. They indicated the pump was implanted for both spasticity and pain. It was reported that in (B)(6) of 2014, the patient went into a hospital for double pneumonia. The patient never was loosened up from the pump with lower body from being implanted. The patient went through rehab and then went back into the nursing home. The patient was getting stiffer and stiffer. They found out the pump was not working in (B)(6) of 2014; however, the cause of the pump problem was not identified. While waiting for replacement surgery, the patient was getting stiffer and stiffer. The physician thought that the patient was getting some of the medication but not all of the medication. It was stated that the healthcare provider (hcp) never told the patient that it [pump] was not working. A catheter dye study had been done in (B)(6) of 2014. The pump was removed and replaced and the consumer was told the pump would go back to the manufacturer to be evaluated but they had never found out what happened regarding that pump. On (B)(6) 2015, the consumer was contacted by the manufacturer that the pump had not been received from the hospital for analysis. Manufacturing company did not receive the pump for analysis. The pathology department disposed of the pump and the pump and catheter would not be returned to the manufacturer. Additional information was received from the initial reporter (consumer). In (B)(6) 2014, the patient underwent a test in a physician's office. The patient was not receiving the medicine she needed and it was "going someplace else and not the spinal column". Then a dye study was performed a week later and the patient was told the pump was not working at all. A test previous to a dye study was performed on (B)(6) 2014. After the surgery, the surgeon stated the patient was so contracted he almost could not perform the operation. The pathology department disposed of the pump and the pump and catheter would not be returned to the manufacturer. The pump that was explanted and disposed of was delivering baclofen at "250". The patient experienced overdose; "they set her at zero and 7-8 hours later she was in withdrawal". The patient had breathing problems. Additional information was received from a healthcare provider (hcp) indicated the patient was receiving gablofen 2000 mcg/ml. The patient's medical history included a severe traumatic brain . The cause of the pump was not determined. The pump was discarded and the catheter broken. The pump interrogated fine.